Manufacturer narrative:
Pc-(B)(4). Batch # unk. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during an unknown procedure, the clips didn¿t hold and came loose during surgery. It is unknown how procedure was completed. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Date sent: 2/10/2022. D4: batch # v95e2j. H2: additional information received: -the rep reported he was not present in procedure and was told later of device issue -the surgeon was an ent surgeon -surgeon felt clips were loose or "slippery" meaning he felt the clips were not holding -surgeon said device did not have usual feel -rep reported device handle color was all white -rep was unsure of vessel size that was being clipped -surgeon is very experienced surgeon -surgeon is currently using reusable devices due to backorder issues investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that mcm30 device was received with no damage to the external components. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lockout after all the clips have been fired; therefore a potential cause for the customer reported experience is the firing of all of the clips. As a result, the instrument could no longer be fired due to the activation of the lockout mechanism. As the device was returned empty for evaluation we were unable to investigate further the issue of ¿malformed clips" and ¿would not hold." The device was disassembled to verify the condition of the internal components and no anomalies were noted. The event described could not be confirmed as the device was returned empty and no product defect was identified, as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.